Event description:
It was reported that the customer was hospitalized in the intensive care unit due to diabetic ketoacidosis. The customer alleged the pump was not delivering insulin properly; however, this could not be confirmed as multiple contact attempts were made by tandem technical support to troubleshoot and obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.